Event description:
It was reported that the customer's sensor gave a reading of 40 mg/dl and her insulin pump turned off, but her blood glucose was 100 mg/dl. This reportedly happened all night. The customer also experienced issues with sensor insertion, blood at the insertion site, and the tape was not sticking. Insertion and adhesion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.